Event description:
It was reported that upon interrogation, an alert was received due to low impedance and possible output circuit damage. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.